Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient was admitted to hospital due to diabetic ketoacidosis on (B)(6) 2024. Length of hospitalization was greater than twenty-four hours. The blood glucose level was 330 mg/dl at time of hospitalization and patient was treated with insulin injection manually through pen and recieved insulin through drip. Feeling unwell, tired, and breathing issue symptoms were reported at time of hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.